Event description:
On (B)(6) 2007, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, the pt was noted to have a type ii endoleak originating from an artery near the aortic bifurcation. Despite attempts at coil embolization, the endoleak would not resolve, and the aneurysm continued to increase in size (amount unk). On (B)(6) 2012, the pt underwent open repair his aaa. The physician excised a portion of the excluder graft system. The remaining portions of the excluder in the infrarenal aorta and proximal common iliac, where the graft was adherent to the vessel walls, were left inside the pt and sewn end-to-end with a 22 hemashield graft. The type ii endoleak was resolved, and the pt tolerated the procedure. The explanted device was destroyed at the facility.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.